Event description:
It was reported during an afib ¿ paroxysmal procedure, when the distal duo deca catheter (pinned into 20b) was paced through the carto 3 (new ECG card) it appeared as though the proximal high right atrial electrogram (hra) pole was pacing. It is unknown if pacing other catheters connected to piu produce had the same issue. Prior to calling they pinned the duo deca directly into the bard system and the issue did not occur. The customer was just pacing to complete the ep study and able to finish the study by bypassing carto. As it turns out, the problem was an issue with the ic 2 output on bard. The study was completed without any patient consequence.

Manufacturer narrative:
(B)(4).